Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the track wise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, this notification is to inform you that a new case has been created with the complaint type category infusion ca. (B)(4). 8100 sn: (B)(4) customer stated that he changed the logic board and both of the pressure sensors and he's still getting the 210.5020 error code and wanted to know what else could be the problem. Failure device type: alaris system instrument failure problem type: 8100 failure mode: troubleshooting/ error codes case resolution: the customer wanted to know what else could be the problem. I explain to the customer that the error code he is getting is cause by the processor not reporting the software version data immediately after the system is turned on. The customer stated that he changed the logic board and both sensors and this is what the manual say to do. I explain to the customer that he needed to replace his display board sometime this error is cause by the self powering test. So the customer stated that he would change the display board and if he has any more problems he would call back. I said ok and the customer ended the call. Ref: (B)(4).